Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom included fever. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion70 cm lead kit; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit; model#: sc-4316, lot #: 17528388, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.